Manufacturer narrative:
The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the analyzer is 105 ng/l. The repeat result from another e 801 analyzer is 32.3 ng/l. The doctor questioned the initial result based on the patient's history, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 847378, with an expiration date of 31-oct-2026. The customer inspected the analyzer and determined that a kink in the black deionized (di) water tank tubing caused the event. The customer readjusted the tubing and performed successful measuring cell preparation, calibrations, and qcs. The module's performance was again verified with successful follow-up calibrations and qcs. The investigation is ongoing.